Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or insert battery now alarms noted. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored for two (2) days and no unexpected powering off or blank display noted. Removed test battery and reinstalled several times during monitoring period. No unexpected insert battery alarms or blank display occurred. Verified the battery tube power connector is properly connected to electronic board during visual inspection. The insulin pump was received with scratched case, case cracked behind the pump at the corner of the belt clip rails, missing display window cover, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated they were prompted to change the battery so they did so but the insulin pump kept on saying insert battery until the insulin pump died and would not do anything. Troubleshooting was performed but the display did not return. The insulin pump had not been dropped or bumped. The insulin pump had not been exposed to moisture. The customer¿s blood glucose level was 274 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.